Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited an air leakage. There was patient involvement, no injury was reported.

Manufacturer narrative:
One unit was received for evaluation in used condition. As received, there were no damages or anomalies observed. Functional testing was performed and both the trach cuff and pilot balloon inflated successfully. The trach cuff was observed to be slightly deflated after 24 hours. A channel was observed by the cuff weld. The complaint of leakage can be confirmed. The probable cause is due to a cuff welding error during manufacturing in tijuana. A lot of history review could not be conducted because no lot number was provided by the customer.